Event description:
The pt, a type ii diabetic who administers insulin, reported both lower blood glucose readings and out of range normal control solution test results with test strip, lot 1h504a. Since opening the bottle of test strips, the pt has obtained fourteen out of fourteen blood glucose readings in the 60 mg/dl range. She is typically in the 100 mg/dl range with another co's test strips (lolt unk). She does not know the last time she obtained a reading in the 100 mg/dl range with second test strips. With the representative, the pt obtained a normal control solution test result of 54 mg/dl versus a normal control solution range of 104-156 mg/dl (solution lot vf125, exp 6/97). The pt shook the control solution before she applied the sample to the test pad. The control solution was opened one week ago. The pt was unwilling to perform a blood glucose test with the representative. The pt's meter was set to the appropriate code when all tests were performed. The desiccant is in all bottles. The seal was present in all bottles. Also with the representative, the pt obtained back to back check strip test results of 89 and 86 versus a check strip range of 77-103. The test strip bottles were not open for a prolonged period of time. The pt stores her test strips in her bedroom.